Event description:
It was reported through a research article identifying proglide devices that may be related to the following: device deployment failure, knot advancement issue, hematoma, hemorrhage, blood transfusion, use of a figure 8 suture, manual compression and pressure bandage. Specific patient information is documented as unknown. Details are listed in the attached article, titled "feasibility and clinical benefit of a suture-mediated closure device for femoral vein access after percutaneous edge-to- edge mitral valve repair."

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Estimated date of occurrence. (B)(4) - incorrect anatomy. This code is used to address the use of the proglide device in the femoral vein. Per the instructions for use- indications: the perclose proglide smc system is indicated fot the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The devices are not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article: nicolas a. Geis, md; sven t. Pleger, md; emmanuel chorianopoulos, md; oliver j. Muller, md; hugo a. Katus, md; raffi bekeredjian, md (eurointervention 2014): feasibility and clinical benefit of a suture-mediated closure device for femoral vein access after percutaneous edge-to- edge mitral valve repair.